Manufacturer narrative:
Philips service replaced the mrc 200+ 0508 rot-gs 1003 and hivo high voltage transformer and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that run aborted due to tube loss hivo transformer and tube replaced on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.